Event description:
Customer reported the left monitor failed. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the left monitor. System operates as intended.